Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. No crack noted on display window or on lcd glass.

Event description:
It was reported that the customer's insulin pump had a crack on the screen. The customer's blood glucose level was 140 mg/dl at the time of the event and 232 mg/dl at the time of the report. He/she was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.